Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an occlusion-related supply change difficulty and was unable to attach the connector, which was resolved when the user switched to a brand-new connector and successfully completed the change, with the affected component identified as the connector/coupler and the device issue characterized as a fitting problem. Blood glucose was not affected during the event. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the connector/coupler consistent with a fitting problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.